Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt feels pocket heating during recharging. The pt started to feel this about 20-30 minutes into her charging session. She also observed low battery warning on her programmer. It was suggested the pt try using the charging belt and increase the frequency of recharge to decrease the charging session. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.